Manufacturer narrative:
An event of device embolization into the left ventricle severe tissue damage to the mitral valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The sizing of the device determined by measurements on transesophageal echocardiogram. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging assessment was performed that showed the max 2d measurement was 17 mm. Per the IFU the largest device we could implant is 22 mm, however, since there was a leak on tee the decision was made to go up to a 25 mm device. The orientation between the 22 and 25 mm devices are vastly different. It is unknown if the 22 mm device was able to stay in place in the location that the 25 mm was implanted. The device appeared to pass close criteria. As the 25 mm device was compressed to a roman helmet, the mitral aspect of the device appeared to have less definition of the distal portion of the lobe which may indicate that the stabilizing wires may not be fully engaged in tissue. Between the high level of compression and the contractility of the laa may have led to the device embolizing. Based on the information received, the cause of the reported incident could not be conclusively determined. Field indicated that the implanter believed the cause of embolization was possible pectinate. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the device was implanted using same delivery system used for 22 mm amulet device. Please note that per the instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The sizing of the device determined by measurements on transesophageal echocardiogram (tee). During the procedure, the 22mm amulet occluder was placed, and it was noted that there was a gap on mitral side. The device was recaptured a 2 times. The 22mm amulet occluder was then removed prior to release from the delivery cable and replaced with a 25mm amplatzer amulet left atrial appendage occluder using the same delivery system. The 25mm amulet occluder closed with good compression. During deployment, the close criteria was satisfied. The tension test was performed, and the device compression was in the shape of barrel into roman helmet. The amulet occluder was successfully implanted. There was no leak around the lobe of the device. Two hours after the procedure, follow up transthoracic echocardiogram (tte) reveled the device was embolized. The device was found in the left ventricle and hung on the mitral valve. The patient had premature ventricular contractions (pvcs) and there was severe tissue damage to the mitral valve (mv) and needed two unknown size mitraclips. The implanter believed the cause of embolization was possible pectinate. The device emergently removed using a raptor device, a transcatheter snare, and a cryo catheter. The patient was reported as stable. Hospitalization was prolonged.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The sizing of the device determined by measurements on transesophageal echocardiogram (tee). During the procedure, the 22mm amulet occluder was placed, and it was noted that there was a gap on mitral side. The device was recaptured a few times. The 22mm amulet occluder was then removed prior to release from the delivery cable and replaced with a 25mm amplatzer amulet left atrial appendage occluder using the same delivery system. The 25mm amulet occluder closed with good compression. During deployment, the close criteria was satisfied. The tension test was performed, and the device compression was in the shape of barrel into roman helmet. The amulet occluder was successfully implanted. There was no leak around the lobe of the device. After the procedure on a follow up transthoracic echocardiogram (tte), it was noted that the device was embolized. The device was found in the left ventricle and hung on the mitral valve. The device emergently removed using a raptor device, a transcatheter snare, and a cryo catheter. The patient was reported as stable. Hospitalization was prolonged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.